Event description:
The facility's technician reported a fail code 538, which occurred during pt use. The facility's nurse was attempting to load the tube, but did not have success. There was no pt injury or medical intervention. Info was requested by baxter regarding specific pt info, pump programming and set-up info and tubing lot number in use and the medication involved if applicable, but no additional info was available. The technician stated that there have been no reports of any pt incident involving this pump since the last baxter service event.